Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70 serial/lot: (B)(4) description: linear 3-6 lead, 70cm model: sc-2366-50 serial/lot: (B)(4) description: linear 3-6 lead, 50cm model: sc-3354-25 serial/lot: (B)(4) description: w4 splitter 2x4-25 cm it is indicated that the leads and splitters will not be returned for evaluation; therefore failure analysis of the complaint devices could not be completed. A review of the device history records for the leads and splitters will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had lost paresthesia in her neck. An impedance check revealed high impedances. The patient underwent a procedure where two leads and one lead splitter was explanted and replaced. The patient originally had eight leads and four lead splitters implanted, and it is unknown which leads and lead splitter was explanted and replaced. Malfunction was suspected due to multiple high impedances. The patient is currently recovering as expected.